Event description:
Blood leaked from the hemostasis valve when using a high pressure injector.

Manufacturer narrative:
The product was not returned for investigation, and the investigation was unable to determine the definitive cause of the reported problem. No abnormalities were found in the manufacturing records of the product. The reported event may have been due to the fixed valve of the product not being completely closed, leading to the hemostasis valve falling off when the high-pressure injector was used, but the detailed cause could not be identified.